Event description:
It was reported that a vns pt consulted an ear nose and throat physician due to hoarseness after the pt underwent an increase in device parameters. The ear nose and throat physician recognized a partial loss of movement in the pt's vocal cord. At the moment, the relationship of the partial loss of movement of the pt's vocal cord to vns therapy is unk as well as any pre-vns history of the event or relationship to stimulation. However, the pt stated that the event resolved with decreased settings of her vns device. Good faith attempts to obtain additional info have been unsuccessful to date.